Event description:
The caller reported that a standard 4lpc had been modified to be 56mm in length, and was placed in the pt and it failed. The respiratory therapist for the pt was contacted for further information, and she stated the pt did not have backup tracheostomy tube at the time of the call, and they are using an increased vt to offset the leak as well as positioning the pt. The respiratory therapist also stated, the pt was a highly critical pt, and is transported to the hospital for tracheostomy changes.

Manufacturer narrative:
Attempts have been made to follow up with the pt's respiratory therapist to obtain further info, and availability of the tube for evaluation.